Event description:
Customer complains to kendall healthcare products on 7/2001 that the scd does not inflate properly. The machine was functioning, but only the center area inflated causing extra pressure on the pt. Customer states that it left red marks which disappeared soon after. No skin breakdown was noted. No sample or lot number available.